Event description:
The user facility reported that water was leaking from their washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the drying piston valve was broken. The technician repaired the washer, ran a test cycle and confirmed the washer to be operational.